Manufacturer narrative:
Medical device continuation: model: 407652, lead; implanted: (B)(6) 2012.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) had misdetected an atrial sinus tachycardia as a ventricular tachycardia (vt) episode delivering an inappropriate therapy to the patient. Follow-up was completed and confirmed that a new wavelet template was programmed for the wavelet discriminator in an effort to prevent any future inappropriate therapies. The device remains in use. No further patient complications have been reported as a result of this event.